Event description:
It was reported that the patient was asymptomatic. It was noted that inappropriate therapy was observed on the right ventricular (RV) lead and appropriately inhibited by the Secure Sense algorithm. No other anomalies were noted. No changes were made. The RV lead was being monitored. The patient was stable.